Event description:
A surgery center manager reported that a pt presented with endophthalmitis four days following cataract removal from the left eye as evidence by redness of the eye, blurred distance and near vision, corneal edema, and hypopyon. The pt was referred to a specialist the same day, and a vitreous tap with injection of antibiotics was performed. A pars plana vitrectomy was performed on (B)(6) 2013. The pt is still under treatment and is recovering.

Manufacturer narrative:
No sample was provided for eval. No lot info was provided for the antibiotic or povidone-iodine topical antiseptic. Inter-lot trending performed for the topical antiseptic for the past year found 2 similar complaints. No root cause cannot be determined. (B)(4).